Manufacturer narrative:
Siemens healthcare diagnostics has investigated this issue and identified a task scheduler issue with the centralink¿ data management system, software version 14. The issue may cause the software to stop executing commands, including uploading validated results to the lis. The issue is related to an internal software timer that overflows after 24 days. Automated rules triggered by task schedulers or by actions in the centralink user interface may also be affected. As each customer configuration is unique, in addition to the delay in uploading of validated results, the specific consequences of discontinued command execution will vary. Urgent medical device correction (umdc) 10819364 entitled "centralink data management system task scheduler issue" was sent to customers in the united states and urgent field safety notice (ufsn) 10819365 entitled "centralink data management system task scheduler issue" was sent to customers outside of the united states in august 2014. The umdc and ufsn describes the issue and provides guidance on how to prevent the issue from occurring.

Event description:
The operator of a centralink data management system stated that the server needs to be rebooted more frequently than every twenty-four days. There are no reports of adverse health consequences due to this issue.